Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. Visual inspection revealed that the catheter and connector were not assembled. The catheter was loose within the bag. The connector was in the fully engaged position (closed) upon receipt and it was assembled to a male luer lock fitting on the non-smiths device. Dimensional evaluation was conducted on the returned samples. All dimensions were found to be within specification. The assembly failed to remain assembled when tested with 5n weight. While consideration may be made to account for the condition of the used samples prior to testing, the separation of the components during functional testing confirmed the complaint. However, the root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. UDI and report source are unknown. No product information has been provided to date.

Event description:
It was reported that the catheter tubing fell out of the yellow port. No patient injury was reported.